Event description:
The pt is new to dialysis. Her first dialysis treatment was on (B)(6), 2011. She was dialyzed 20 times between (B)(6), 2011 and (B)(6), 2011. She was dialyzed uneventfully eight times using a revaclear dialyzer prior to her first adverse reaction with a different revaclear dialyzer on (B)(6), 2011. Subsequent to this latest event, the pt dialyzed uneventfully in the ICU on (B)(6) and (B)(6), 2011, using a revaclear dialyzer. The pt experienced a similar reaction to a competitors dialyzer used in following this event. Ten minutes after initiating treatment on (B)(6) on a revaclear dialyzer, the pt became unresponsive, apneic, and pulseless. The pt received an 800 cc bolus of normal saline and the blood in the extracorporeal circuit was returned to the pt. A code blue was called, CPR was performed and the pt was intubated. She was transferred to the ICU. The cartridge blood set, bicart and revaclear dialyzer were all discarded. The phoenix machine has been used since the event, with no other issues reported.

Manufacturer narrative:
The actual dialyzer involved in this incident was not available for investigation and the lot number could not be provided by the facility. Chemical testing was performed on retention samples of the last lots of dialyzers distributed to the clinic. The results conformed to the product specs.